Manufacturer narrative:
(B)(4). The IV set and pump module have been requested multiple times and shipping labels were provided. A follow up report will be submitted if further info is obtained.

Event description:
Customer reported the volume infused (vi) on the pump module was increasing but the volume of fluid in the IV bag was not decreasing. The user checked the pump, no alarms had sounded, the pump appeared to be infusing, but no medication had infused. Stated approx 1.5 inches of the pumping segment on the IV set was fused together. Dopamine was infusing and the pt's blood pressure decreased to 50/30. The IV set, bag of dopamine and pump module were replaced. Following the incident, the nurse closely monitored the dopamine infusion and the pt's blood pressure was maintained. The customer reported the pt died some time following the event (length of time not provided) and the pt's demise may or may not have been attributed to the device event.